Manufacturer narrative:
H10 device evaluation: a review of the returned sample observed one tampon applicator with no defects. The consumer also returned pieces of tampon applicator petals from another tampon. The cause could not be determined from the sample.

Manufacturer narrative:
Upon review of the DHR, the lot met all acceptance criteria at the time of release. The final investigation is pending sample return and evaluation.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she felt a stabbing pain during insertion of a tampon and when she removed the tampon, two shards of plastic came out of her vaginal cavity. She experienced pain and cramping after removal of the tampon and plastic pieces. She stated that about a half hour later she was still having severe pain and manually checked her vaginal cavity. She found and removed a third piece of plastic. She stated the tampon applicator that she used was fully intact, but she believed the loose plastic pieces came from inside the applicator. The following day she sought medical attention and no additional pieces were found inside her vaginal cavity. She did not receive any additional medical treatment and has fully recovered. She did not experience any adverse health effects.